Manufacturer narrative:
The initial report and or supplemental report had the incorrect incident date. The correct incident date has been provided in this report. (B)(4).

Event description:
The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized around (B)(6) 2019. The cause of death was complications from open heart surgery. The caller stated that the customer had chest pains and diabetes that may have led to the customer's passing. The customer¿s blood glucose was 700 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, around the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis. Frn-unk-rsvr , unomed set.